Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that implantable cardiac monitor transmitted a single episode which contained a false pause, which was likely a result of the poor connection between the electrode and the tissue. The patient would continue to be monitored.